Manufacturer narrative:
Investigation summary the complaint of "discrepant results" was received against the bd max instrument catalog number 441916, serial number (B)(6). Database analysis review by ssses and nfs show no apparent instrument issue contributing to discrepant results. The complaint is not confirmed. The root cause is unknown. The investigation consisted of a review of the service notes pertaining to this issue, the service and installation history of the instrument and associated complaint trending data. No parts or materials were returned for investigation. No new risks, or hazards were identified as a result of the complaint h3 other text : see h.10.

Event description:
It was reported that while using the instrument max clinical a false positive result was obtained by the laboratory personnel. A confirmatory test was performed the next day and the result was negative. The patient was isolated while the result was repeated.

Manufacturer narrative:
Multiple 510k numbers: k111860, k130470. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using the instrument max clinical a false positive result was obtained by the laboratory personnel. A confirmatory test was performed the next day and the result was negative. The patient was isolated while the result was repeated.